Event description:
It was reported that the first of two planned mitraclip xtws was implanted into a 38 yr old female with dilated cardiomyopathy, severe secondary mitral regurgitation (mr), large coaptation gap, friable leaflets, and posterior leaflet restriction. After confirmation of adequate posterior leaflet insertion at the medial edge of anterior 2 / posterior 2 leaflets (a2/p2), the clip was deployed and stable under fluoroscopy; however, the clip was noticed to be unstable at the point when the second xtw clip was exiting the guide. Echo then revealed that the posterior leaflet had detached. Imaging via 3d en face displayed tissue in the posterior clip arm, implying that the clip ¿tore¿ out of the posterior leaflet. The xtw, second clip, was implanted at a2/p2, just next to the first xtw clip. The first clip was stabilized and the mr was slightly reduced from ¿torrential¿ to moderate-severe. Note that the coaptation gap was approximately 1 cm and patient¿s ef was approximately 10%. Per the physician the slda was due to a large coaptation gap, leaflet restriction and friable leaflets. There were no adverse patient sequelae or clinically significant delay. The patient was discharged 2 days post operation.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported incomplete coaptation appears to be due to patient anatomy. The reported tissue injury appears to be a cascading effect of the reported incomplete coaptation. Additionally, the reported patient effect of tissue injury is listed in the instructions for use, and is a known possible complication associated with mitraclip procedures. The reported medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.